Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, and the atrial pacing capture threshold was elevated.

Event description:
It was reported that during use the atrial lead exhibited apparent fracture and high impedance. The atrial lead was programmed off, remains in the patient and scheduled for explant at a later time. No patient complications have been reported as a result of this event.